Manufacturer narrative:
Submission date: 01oct2021.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the power switch overlay to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Based on the information provided, the alleged malfunction was confirmed. Following the repair, the device was placed back into service. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty power switch overlay. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.